Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to connect the ipg with external devices following an unrelated surgery. Following the procedure, the patient failed to recharge the device as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.